Manufacturer narrative:
F10 health effect, clinical code: code e2402 utilized; appropriate term ¿minor increase in heart rate¿ is not available. Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that patient has had a heart racing sensation. The event was assessed to not meet serious adverse event criteria, was moderate, probably related to procedure, and definitely related to stimulation and device. Action was taken by lowering device settings. The event is reported to have recovered/resolved. No other relevant information has been received to date.

Event description:
The relationship to the device was updated to unknown for the reported adverse event of 'heart racing (sensation of 'heart beating out of chest')'.